Event description:
It was reported that during follow-up and upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.